Event description:
Procedure type: tep. According to the reporter: when they tried to inflate the access balloon on trocar the balloon didn't work. This was the first time that the balloon didn't work. No pt injury.

Manufacturer narrative:
(B)(4).